Event description:
It was reported that during implantation of the preloaded intraocular lens (iol), the tip of the cartridge broke off in the patient¿s eye. The broken tip was successfully removed from the eye, and no patient injury occurred. The issue was identified during implantation/application. No further patient involvement or adverse effects were reported. The iol remains implanted and the cartridge is not available for evaluation. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b: if explanted; give date: not applicable - lens remains implanted section e1 telephone number : (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes/ section d9 - date returned to manufacturer: 05-mar-2026/ section h3 - device evaluated by manufacturer? Yes/ device evaluation the smartload device was visually inspected revealing that the cartridge tip was damaged. Ophthalmic viscosurgical device (ovd) was observed inside the cartridge. The lens module was opened and inspected, and no issues were identified. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Complaint issue "product loose particles" was not identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.